Event description:
It was reported that pe074f5 swan-ganz bipolar pacing catheter was unable to pace during percutaneous coronary intervention procedure. The catheter was inserted into the patient and was connected to a generator, but the catheter did not respond. The problem was solved by replacing the catheter. It was unknown whether the patient had cardiac conduction defect. Patient demographic information was requested but unavailable. There were no patient complications reported. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Our product evaluation lab received one bipolar catheter with 1.3cc syringe. The customer report of unable to pace was confirmed. Continuity testing confirmed a full open condition of the distal circuit. A cut down of the catheter body was performed to expose the pacing lead wires. The distal lead wire was found to be broken and detached at the tip. The proximal circuit was continuous. No visible damage or abnormality was observed from catheter body, balloon and returned syringe. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The work orders were verified, and 100 percent of the units were inspected for the electrical inspection on the electrodes as per procedure. The failure mode is associated to a manufacturing defect. The complaint does not meet pra escalation triggers. Nevertheless, since the severity is 4 which is major, the product risk assessment for - cc intermittent condition at tip-distal electrode-pacing catheter - was generated to cover full open and intermittent condition at the tip for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. A corrective action is not required.